Event description:
The customer's significant other called and reported the customer had the insulin pump on when walking through an x-ray machine and the pump began to display button error. It was advised for the customer to discontinue use of the insulin pump and call back to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.